Event description:
During a percutaneous coronary intervention, a cypher 3.0 x 13mm was delivered for direct stenting, but it could not be delivered. Therefore, pre-dilation was conducted with a balloon (hiryu 2.5 x 15mm) and then the physician tried to deliver the cypher to the target lesion again, but it did not cross the target lesion even after several tries. The stent flare was noticed while withdrawing the stent delivery system (sds) from the patient. The flare was on the distal end of the stent. The physician did not indicate the removal method of the sds, but seems like he pulled it into the guiding catheter. There was no resistance experienced while passing the stent deployment system (sds) through the guiding catheter. An attempt was made to withdraw the stent deployment system with the stent on the balloon from the vessel several times. A different cypher 2.5 x 13mm was implanted at the target lesion, and the procedure was finished successfully. There was no vessel damage or necessary intervention. The target lesion was the posterior descending artery (aha4). The lesion was a de novo, heavily calcified and highly tortuous with 99% stenosis.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days from receipt of additional information.